Manufacturer narrative:
(B)(4). One samples part number 528235 arrived open package and used, lot number 73f1500065. Component looked well assembled, nt stuck staple in tip of the cartridge. Failure mode stuck in stapler was not confirmed with sample received during visual inspection. The stapler was functionally tested. The staples were fired in order to duplicate the failure mode but was not successful. Issue report "stuck in stapler" was not able to be confirmed. Samples received did not confirm the defect reported by the customer stuck in stapler during visual inspection. A functional inspection was performed with staples received, the device worked properly. Therefore, corrective actions is not required at this time. However we will continue to monitor for trends.

Event description:
Alleged event: after firing two or three staples, the next staples did not come out of the applier. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w (B)(4)/box, lot number 73f1500065 investigations did not show issues related to the complaint. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after firing two or three staples, the next staples did not come out of the applier. The patient's condition was reported as fine.